Event description:
The patient was reportedly implanted with a boston scientific lynx suprapubic mid-urethral sling system and a surgipro-pop on (B)(6)/2011 and a surgipro-pop on (B)(6) 2014. The surgeries were performed at (B)(6) and were performed by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, m the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury; specific information regarding whether intervention was performed; specific information regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.

Manufacturer narrative:
Date of event not provided by the complainant; : product name unk, product unspecified; product common name unk, product unspecified; lot number not provided by the complainant; product expire date unk, lot number not provided; product catalog number unk, product unspecified; surgeon name not provided by the complainant; implant date not provided by the complainant. 510(k) unk, product unspecified; as requested by the FDA, we have made not of the product code . The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unk, lot number unk; conclusions code: root cause inconclusive due to lack of details provided by the complainant. Investigation - evaluation; investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Summary of investigation findings: the surgicalpro-pop product is not a cook biotech incorporated manufactured device. Based on the information provided by the complainant, details regarding a specific correlation between a cook biotech incorporated manufactured. Product performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.